Event description:
IV tubing was found to be in two sections at the stop-cock junction. This is normally a permanently attached tubing to stop-cock junction. When noted, pt was lying on tubing. The tubing was separated from the stop-cock. The IV was open to air. It appeared that tubing had pulled apart from stop-cock. Pt developed phlebitis on arm extending from site of IV insertion to axilla. Required IV antibiotic therapy for 6 doses and extended length of stay in acute care for 2 days to receive therapy and monitor response. Pt dc'd home on oral antibiotics for add'l 5 days of therapy. Tubing opened and began using on day of surgery - (B)(6) 2013.